Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states the unit is missing both arm rests and both wheel locks.